Event description:
It was reported that the insulin pump gauge displayed an amount different from what the caller expected, with an initial discrepancy greater than 30 units. The displayed fill estimate was 60 units instead of the expected 250 units. There was no adverse impact to the customer's blood glucose level reported. The customer had not completed the necessary steps to remove air from the cartridge, and technical support educated the caller on this process. The caller was guided to load a new cartridge and deliver a bolus, after which the displayed fill estimate was 200 units and fell within an acceptable range. The issue was successfully resolved without the need for cartridge return.